Manufacturer narrative:
(B)(4).

Event description:
It was reported that an eva bag leaked. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device was received for evaluation. Leak testing revealed a leak in the port tube seal. The cause was due to a manufacturing issue. Corrective maintenance of the machine was performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.